Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible caused for the customer reported difficulty to tighten the spin collar on the tubing sets were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of this issue to the device could not be determined. The info on reprocessing of the device was requested of the customer; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of difficulty to tighten the spin collar of the tubing sets. The customer contact reported that the spin collar on the tubing sets were difficult to tighten onto unspecified devices. At unspecified times, it reported that unspecified volumes of solution leaked. The customer contact reported sometimes the tubing sets were splitting. No specific details were provided. The tubing sets were replaced. There were no reported adverse pt effects and no reported delay of therapy critical to these patients. No medical interventions were required. No additional info was provided.